Manufacturer narrative:
(B)(4). The device history review for the product horizon ti med 6/cart 180/box lot# 73c2100946 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, the package was found broken incoming inspection. Additional information: the customer described that the packaging seal was broken , and no photos were provided. This incident occurred during sample inspection. The physical object has been sent; please directly check the physical object at that time.